Event description:
It was reported that the stent was slightly deployed. This eluvia EU, 6x80, 130 cm was selected for use in a percutaneous transluminal angioplasty procedure. During preparation, when the device was taken out of the box, the stent was slightly deployed. The procedure was completed with a different device and there were no patient complications. The device is expected to be returned.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this eluvia self-expanding stent system was checked for damage. Visual examination revealed that the stent was partially deployed 1cm from the distal end of the middle sheath. The outer sheath was kinked at the nosecone. Microscopic examination revealed no additional damages. The pull rack and thumbwheel lock were still in the manufactured position. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage that could have contributed to the inadvertent deployment.

Event description:
It was reported that the stent was slightly deployed. This eluvia EU, 6x80, 130 cm was selected for use in a percutaneous transluminal angioplasty procedure. During preparation, when the device was taken out of the box, the stent was slightly deployed. The procedure was completed with a different device and there were no patient complications. The device is expected to be returned.